Event description:
It was reported that a 75 yo male patient, initial right shoulder implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2023, approximately 1 year 5 months post the initial procedure. The patient was revised due to infection. The liner, glenosphere, and adapter tray were revised to new components. There were no device breakages or surgical delays. The patient was last known to be in stable condition following the event. No device images or patient imaging were available. No other patient information/medical history reported. The product is not returning. The customer disposed of the devices. No further information.

Manufacturer narrative:
D10: concomitants: 6697488, 300-01-17 - equinoxe humeral stem primary press fit 17mm. 6917481, 320-01-42 - equinoxe reverse 42mm glenosphere. 6800489, 320-10-00 - equinoxe reverse tray adapter plate tray +0. 6805813, 320-15-02 - rs glenoid plate sup aug, 10 deg. 7096562, 320-15-05 - eq rev locking screw. 7116588, 320-20-00 - eq reverse torque defining screw kit. S297616, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S295217, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S296088, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S294848, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues, finished product release for the liner was reviewed. The cause of surgical revision for infection cannot be conclusively determined-no clinical information was provided; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.